Manufacturer narrative:
(B)(4). B. Braun medical, inc (importer) is submitting this report on behalf of b. Braun (B)(4). The actual device involved in the event has been received in (B)(4), and the investigation is ongoing at this time. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization (B)(6)): infused correctly - underinfusion. This pump infused propofol while pump no. 1 was infusing. The customer does not know which of these two pumps made all three pts move. When the pump arrived at clinical engineering at the hospital, the syringe that was attached to the pump was propofol. The syringe had 20 ml left. The syringe was marked with 10 mg/ml.